Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, presence of unidentified material on the shaft of the huber miniloc needle. The device was not being used on a patient at the time of discovery. Therefore, no patient harm or exposure to blood or bodily fluids. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a foreign material in device is confirmed and was determined to be supplier related. Four 20g x 0.75in miniloc infusion sets were returned for evaluation. An initial visual observation revealed no use residue on all samples. A transparent material was observed on the needle shaft of samples 1 and 3. No obvious material was observed on samples 2 and 4. A transparent and sticky material was also observed on the tubing of samples 2 and 4. A microscopic observation revealed the material on the needle shaft of samples 1 and 3 exhibited a blue glow under the uv light, which indicates that material is the glue used during the manufacturing process. The supplier has been notified of this event. This complaint will be recorded for future trending and monitoring purposes.